Event description:
It was reported that the ventilator failed internal leakage and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and flow transducer test during pre-use check. The reported ventilator has been investigated on site by our field service engineers. The nozzle unit was replaced to resolve the reported issue. The replaced nozzle has returned for investigation. However, the nozzle's feather spring was bent. Therefore, it was not possible to investigate it. Thus, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
Manufacturer's ref. #: (B)(4).